Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during advancement of the device through the side hole of the guide catheter, the device became stuck inside the guide catheter and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by mfg: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts at the edge bunched and lifted proximally from the stent profile. The crimped stent outer diameter at the undamaged proximal portion was measured and is within specification. Based on the complaint report and the analysis performed, the damage noted most likely occurred when the stent got caught in the side hole of the guide catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the inner lumen and outer shaft polymer extrusion found several kinks across the length of the extrusion shafts. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The midshaft and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during advancement of the device through the side hole of the guide catheter, the device became stuck inside the guide catheter and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.